Event description:
Pt underwent a cystoscopy and turp on (B)(6) 2011 and was discharged the same day. On (B)(6) 2011, the pt presented to the facility and reported that he had been having persistent bladder problems and difficulty urinating. After radiological exams, it was identified that a foreign object was in the bladder. The pt had surgery to removed the object on (B)(6) 2011. The object was identified as a ceramic piece of the resectoscope used on (B)(6) 2011.